Manufacturer narrative:
H3: evaluation summary: customer report of regurgitation and stenosis were confirmed due to observed rolled leaflet and host tissue overgrowth. The x-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 on the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. Host tissue fused leaflets 1 and 3 by approximately 2mm at commissure 1, and leaflets 2 and 3 by approximately 4 mm at commissure 3 on the outflow aspect. The free margin of leaflet 3 was rolled towards the outflow aspect due to host tissue overgrowth and created a gap in the coaptation region. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut off around the valve and exposed metal band on the inflow aspect. Sewing ring fragment was returned and appeared to match up to valve. Wireform was exposed on commissures 1 and 3 and at the cusp of leaflet 1 near commissure 2 on the outflow aspect. H11: additional manufacturer narrative: the reported event was confirmed through preliminary evaluation of the explanted valve. The reported event is pending final evaluation analysis. A supplemental report will be submitted accordingly once the evaluation has been completed. H11: corrected data: corrected section h6 (device code).

Manufacturer narrative:
H11: additional manufacturer narrative: the explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm 7300tfxj valve, implanted three (3) years and three (3) months, was explanted due to mitral stenosis and regurgitation. The device was explanted and replaced with a non-edwards valve. Patient's outcome was reported as 'under treatment'.

Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The root cause of this event was determined to be due to patient related factors. The pannus in this case was impacted by the progression of the patient's underlying valvular disease pathology with nonstructural dysfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.